Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/16/2024 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *device follow up the following information was reported: suture involved is prolene 5/0 (8556h) was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown.

Event description:
It was reported that a patient underwent a bentall procedure on (B)(6) 2024 and suture was used. During the procedure, when the surgeon was using the suture, the suture was detached from the swage. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 3/7/2024 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that it was received one needle-suture piece and one detached needle that pertains to the product code 8556h. This product code is double-armed. Upon visual inspection of the detached needle, the swage and attachment area were noted as expected. The barrel hole was examined under magnification, and no suture remnant was noted. The needle suture piece was visually inspected, and the swage and attachment area were noted as expected. The suture was examined, and the end of the suture was noted to be cut, probably caused by a surgical instrument. The other section of the suture was not returned for analysis. The functional test was performed in the needle suture piece using instron equipment and the pull force was above the minimum requirements. In addition, a photo was provided and it shows a labeled winding former with a detached needle. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.